Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6: type of investigation. The following sections were corrected: b1, b3, h5. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 300-30-09 - equinoxe preserve stem 9mm. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-31-36 - glenosphere, 36mm. (B)(6) 320-35-01 - small glenoid plate. (B)(6) 321-52-07 - 3.2mm drill bit sterile. (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. (B)(6) 322-10-00 - humeral adapter tray, +0. (B)(6) 322-36-00 - 145-deg pe 36mm hum liner +0. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient dislocated. No further information provided.